Manufacturer narrative:
The tandem t:slim pump user guide indicates that novolog insulin was tested and found to be safe for use in the t:slim pump for up to 72 hours. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was 360 mg/dl and a correction bolus was delivered to address the high bg level. Tandem technical support reviewed the pump's t:connect data and it showed that the customer would clear the occlusion alarm without changing any supplies on the pump. In addition, it was reported that the customer was changing the cartridge every 4-5 days rather than the labeled 3 days.

Event description:
Additional information received on 3/29/2016. Contact indicated that after using a new box of cartridges, the customer has not received any further occlusion alarms. The contact stated that the customer was tucking the infusion set tubing underneath a belt and then the belt would be tightened. The customer has since stopped doing this and the contact thought that this may have been a contributor to the occlusions.